Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing with low intrinsic amplitude. Boston scientific technical services (ts) recommended in-clinic evaluation. This lead remains in service. No adverse patient effects were reported.